Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. It was reported that that during implant surgery everything went ok, as the implant is for external connection, the implant was correctly placed with the mount into the patient¿s mouth. Cover screw placed. Second phase went ok as well, scan body placed (from another manufacturer ipd). When trying to place the healing abutment (from ipd as well) the healing abutment does not seat. Doctor alleges that the implant connection is damaged as it happened for the same for another patient same reference and lot number. Zimvie did not receive one (1) xfos411, (osseotite 2 implant 4 x 11.5mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 2022040350. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022040350 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that during implant surgery everything went ok, as the implant is for external connection, the implant was correctly placed with the mount into the patients mouth. Cover screw placed. Second phase went ok as well, scanbody placed ( from another manufacturer ipd). When trying to place the healing abutment (from ipd as well) the healing abutment does not seat. Doctor alleges that the implant connection is damaged as it happen the same for another patient same reference and lot number.